Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tyyc, implanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
The consumer reported pre-existing hip pain had "gotten worse since implant" and was "intermittent." The patient was "having issues" with walking, noting that the change in therapy and symptoms was "sudden." A stimulation issue was related to positional movement. The patient was last seen on (B)(6) 2015 where programming was changed so that the stimulation was "at the top of the nerve and not the bottom," noting it was thought that the device was "stiimulating the bone." The issue resolved with programming. Pre-existing medical history included hip pain and bursitis. The healthcare provider (hcp) did not think the issues were device-related. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.